Event description:
It was reported that the patient's controller was exchanged for damage. The backup battery was expired.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of controller damage and the use of an expired backup battery was confirmed via evaluation. A review of the log files contained data spanning approximately 8 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). From (B)(6) 2023 at 3:06:39 to (B)(6) 2023 at 13:34:06 and (B)(6) 2023 at 8:35:39, intermittent strings of backup battery fault alarms were active due to end of service life faults. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(4)) was returned for analysis with broken power cable strain reliefs. Upon powering on the controller, the liquid crystal display (lcd) screen was noted to be discolored. In addition, the system monitor stated the backup battery (s/n: (B)(4)) needed to be replaced. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. The system controller was disassembled to inspect the lcd screen. Excess fluid ingress was observed throughout the entire inside of the controller, including the lcd ribbon cable and seams of the screen. Incidental findings: fluid ingress. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the discoloration to the lcd screen was determined to be due to the observed fluid ingress; however, a root cause for the fluid ingress and controller damage was unable to be conclusively determined through this analysis. A root cause for the use of the expired backup battery was determined to be due to not replacing the battery before the expiration date. Heartmate iii instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting and heartmate iii patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use, rev. C, section 2 ¿system operations¿ states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. Heartmate iii instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.